Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The backplane, the cpu board, the video controller board, the display adapter board, the image processor board and the hard disk drive were replaced. The system was tested and operates as intended.